Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Furthermore, no allegation about the pump has been given by the customer.

Event description:
Reporter stated the cartridge leaked insulin during use. The cartridge compartment of the infusion device was damp, and he smelled insulin. He experienced hyperglycemia of 250 mg/dl and changed the cartridge to address the issue. He did not require treatment from a healthcare professional or second party to address the issue. The alleged products were requested for evaluation.